Event description:
A report was received per social media that the patient's battery would not charge. It was also mentioned that the patient was experiencing increased pain after removal. The patient underwent an explant procedure for an unknown reason.